Manufacturer narrative:
Tracking #.45482. Date sent: 11/02/1998. D6: device returned with no lot identification. Based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported "device jammed" during surgery occurred. The instrument was rec'd in good physical condition containing a slight amount of dried body fluid in the cartridge nose and track. The device was cycled and fired three staples well formed, misfired once due to the dried body fluid which impeded the advancement of the following staples into the nose, then fired the remaining 12 staples well formed. No deformity could be identified during testing.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.